Event description:
Boston scientific received information that this pacemaker was part of a system explant due to infection. It was reported this device was connected to another manufacturer's lead and was used externally to provide pacing support until a new system is implanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.